Manufacturer narrative:
This report is submitted march 24, 2020. (B)(4).

Manufacturer narrative:
It was reported that the patient's device was explanted on 12 november 2019. This report is submitted on 12 december 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced implant extrusion. A correction surgery has been scheduled in later (B)(6) 2019.